Event description:
It was reported that the patient was experiencing no stimulation sensation. It was on 1.65 and they turned it up this morning to 1.90. It was too strong and they turned it down to 1.80. They planned to see if this setting will help with symptoms. A loss of therapeutic effect was noted. A week ago they noticed their symptoms coming back . When the patient turned up the stim, their left leg was tingling. It was also noted that patient was feeling stimulation on their left leg. It was noted that the patient sees a healthcare provider that did injections in the patient's back with steroids. The healthcare provider was aware of the implant. It was indicated that patient¿s lower back was bothering her. It was added that patient felt more pain when sitting down. It was noted that ¿until about a week ago, all of a sudden was going back to the way, the urination thing was just happening on its own almost¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05l2w, implanted: (B)(6) 2013, product type: lead. (B)(4).